Manufacturer narrative:
Suspect device has been returned to a&e medical. Device was observed to be contaminated with residue appearing to be blood. Distributor indicated no patient involvement. Unable to confirm lot number used from distributor, however after inspection of sales records it was determined to be (B)(4). Follow-up report will be issued once device returns from sterilizer which will conclude investigation and complete reporting.

Event description:
Complaint received indicates plastic material was found adhered to the pin of the surgical punch. Distributor indicated no patient involvement.

Manufacturer narrative:
Complaint received indicated plastic material was found adhered to the pin tip of the surgical punch by a clinician. Suspect device was returned to a&e medical for investigation. Distributor indicated no patient involvement. Unable to confirm lot number from the distributor, however, after inspection of sales records it was determined to be either 135, 136 or 137. An initial FDA MDR form detailing preliminary findings and observations was provided to the FDA. The device was contaminated with residue appearing to be blood thus further investigation had to be continued after the device was cleaned and sterilized. This follow-up report concludes the investigation. The complaint was confirmed as plastic material was found attached to the pin of the surgical punch. It is believed the media found on the punch pin tip was excess plastic material which adhered to the tip during the hole punch test at the final assembly step. Historically visual inspection has always been performed by the operators after the hole punch test. Dop (B)(4) surgical punch final assembly and inspection was revised to reflect the practice of visual inspection of the pin tip after the hole punch test to ensure no test media remains. The instructions included use of tweezers and compressed air to ensure material is removed after punch test. Relevant personnel were retrained to the latest revision. Reference (B)(4). Rotating surgical punch risk management documentation, fmea-12p001 and rmr12001, were revised to include the risk of test media adhering to the pin after punch test during final inspection along with revising the risk "benefit" analysis. Reference (B)(4).

Event description:
Complaint received indicated plastic material was found adhered to the pin tip of the surgical punch by a clinician. Suspect device was returned to a&e medical for investigation. Distributor indicated no patient involvement. Unable to confirm lot number from the distributor, however, after inspection of sales records it was determined to be either 135, 136 or 137. An initial FDA MDR form detailing preliminary findings and observations was provided to the FDA. The device was contaminated with residue appearing to be blood thus further investigation had to be continued after the device was cleaned and sterilized. This follow-up report concludes investigation.